Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed no alarms or warnings related to the complaint. During evaluation, the battery compartment was shown to be intact with no damage. There was no evidence of moisture in the battery compartment. The battery cap was unable to be fully tightened on due to damaged threads. A power loss was observed during testing of the pump. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Unrelated to the complaint, evaluation revealed a dim display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.